Event description:
I have a pride mobility scooter, model raptor, serial number: (B)(4). I purchased this 2 years ago online from an authorized pride dealer. The problem with the scooter is when I put it in reverse, it will not move until it is nudged. When trying to go forward it continues in reverse and will only go forward after several throttle activations. Mean while it is still backing up. Depending on where you are this could be a very dangerous situation. Pride mobility say this is a medical device there for they will not provide preventive maintenance, service manuals, or sell repair parts. I have to wonder if this falls under the definition of a medical device, since I don't need a doctors prescription to purchase it. Pride says you have take it to an authorized dealer, the one you purchased it from, for help. Since I purchased this online that is not really an option. Only their authorized technicians or the independent service organization they recommend can make repairs. I did check with the local dealer and they don't work on this model. Wsr solutions, the company they recommended, doesn't have a tech in my area so it will cost an extra $(B)(6) on top of the $(B)(6) just to have it evaluated. I am a certified biomedical electronics technician with 25 years in hospital experience. I replaced the transaxle on a previous pride scooter when the dealer I purchased it from told me, they didn't have time to repair it after waiting 2 weeks for a warranty repair part. They said if I didn't like waiting till they could get around to it, I could take the part and do it myself. Took about 3 hours with out a service manual to complete the repair. These are not complicated medical devices. There is no logical reason to with hold service information or refuse to sell parts. I can understand a no return policy for purchased parts but not providing them at all it not excusable.